Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge, tubing and site. The customer's blood glucose level was over 500 mg/dl. The customer administered a correction bolus with the t:slim pump. The customer went to the emergency room and was treated with insulin injections. The bg level was lowered. There was no adverse pt sequela. Reportedly, the customer uses supplies for 3-4 days.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.